Manufacturer narrative:
510(k) #'s: k061876 & k050739. (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Product failed to give confirmation despite moving valve to correct setting. Comments from account: we just had to change a medos valve on a nicu pt. Did not get machine to confirm setting, but did switch on x-ray. Difficult to change due to pt's small size and trach.

Manufacturer narrative:
It was initially reported that the device would be made available for evaluation. It was later communicated that the device would not be returned. This report has been updated to reflect this corrected information. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.